Manufacturer narrative:
This report is based solely on the information provided by the customer. The territory manager for posey products visited the facility after the reported incident. Testing was performed on the alarm and nurse call cable and both were found to work as intended. The internal nurse call system was found to be the issue, it was not activating when anything was connected. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Custom reported an alarm that malfunctioned, patient was found on his knees when the alarm did not sound. Sn (B)(6).